Event description:
It was reported, the camera head malfunctioned. The customer noticed ¿intermittent loss of image¿ on the screen monitor. The issue occurred during a therapeutic urologic procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
To date, device has not yet been returned. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. It was noted that the endoscopic image could not displayed due to damage on the camera unit and there was corrosion on the coupler mount. A definitive root cause could not be identified. Based on the results of the investigation, it is likely that the following led to the malfunction: the most probable cause of the complaint is due to component failure, which is expected or random component failure without any design or manufacturing issue. A device history review revealed no issues that could have caused or contributed to the reported issue should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the camera head malfunctioned. The customer noticed "intermittent loss of image" on the screen monitor. The issue occurred during a therapeutic urologic procedure. The procedure was completed using a similar device. There were no reports of patient harm.